Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient developed guaiac positive stools and a drop in hematocrit and was transfused with 2 units of packed red blood cells. The patient also experienced worsening deliurium in the setting of sepsis and the gastrointestinal bleeding. On (B)(6) 2017 the patient had an episode of epistaxis requiring packing. An additional one unit of packed red blood cells was given for a hemoglobin level of 7.0g/dl. On (B)(6) 2017, the patient had melena and was transfused 2 units of packed red blood cells. An esophagogastroduodenoscopy revealed no source of bleeding. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding, sepsis and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.